Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a low blood glucose event on (B)(6) 2026. The patient consumed carbohydrates after which the event was resolved. The cause of the event was not known. No further information is available.